Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior tibial artery. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to the lesion for dilation. The balloon was inflated for 30 seconds; however, it ruptured at 20 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).